Manufacturer narrative:
Analysis received the unit with no button response due to corroded keypad traces. There was no button error alarms noted. There was no moisture damage noted on electronic assembly. There was moisture damage noted on the motor assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 259 mg/dl at the time of incident. The insulin pump will be returned for analysis.